Manufacturer narrative:
A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and leads found them to be satisfactory.

Event description:
A report was received that the recently implanted patient was experiencing leakage at the incision site. The physician initially prescribed the patient oral antibiotics (levaquin) and assessed that the leakage was fascia discharge. The patient was then given an oral antibiotic (doxycycline), and the physician reported the incision was healing properly.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet.

Event description:
A report was received that the recently implanted patient was experiecing leakage at the incision site. The physician initially prescribed the patient oral antibiotics (levaquin) and assessed that the leakage was fascia discharge. The patient was then given an oral antibiotic (doxycycline), and the physician reported the incision was healing properly.

Manufacturer narrative:
Additional information was received that the physician opened the pocket and discovered that the infection was subcutaneous, so he did not need to touch the ipg. The physician cleaned out the pocket site and determined that the patient had an allergic reaction to the silk. The patient was given 10 days worth of antibiotics and was reportedly doing well.

Event description:
A report was received that the recently implanted patient was experiecing leakage at the incision site. The physician initially prescribed the patient oral antibiotics (levaquin) and assessed that the leakage was fascia discharge. The patient was then given an oral antibiotic (doxycycline), and the physician reported the incision was healing properly.